Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose level of 540 mg/dl; attempted to bolus but no insulin was injected. Caller was hospitalized and treated for elevated blood glucose; pump remained on patient. No product was requested to be returned.